Manufacturer narrative:
Subject device not available.

Event description:
It was reported that a patient came with a stroke due to a thrombus in internal carotid artery, c1 segment and middle cerebral artery m1 right segment. Neurological assessment was national institutes of health stroke scale (nihss) of 15. Thrombectomy with the subject stent retriever was indicated with local anesthesia. During removal, the subject stent came off without resistance and remained in m1 vessel. Attempt to recover the stent with lasso failed and the ica siphon section was perforated. The patient suffered a major intracranial hypertension and sub arachnoid hemorrhage, was transferred to a neuro traumatic resuscitation unit, but passed away few hours post-procedure. No additional information is available at this time.

Event description:
It was reported that a patient came with a stroke due to a thrombus in internal carotid artery, c1 segment and middle cerebral artery m1 right segment. Neurological assessment was national institutes of health stroke scale (nihss) of 15. Thrombectomy with the subject stent retriever was indicated with local anesthesia. During removal, the subject stent came off without resistance and remained in m1 vessel. Attempt to recover the stent with lasso failed and the ica siphon section was perforated. The patient suffered a major intracranial hypertension and sub arachnoid hemorrhage, was transferred to a neurotraumatic resuscitation unit, but passed away few hours post-procedure. No additional information is available at this time.

Manufacturer narrative:
D10: product available to stryker: updated. H3: device evaluated by mfg: updated. H3: summary attached: updated. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The product was returned and it was observed that the retriever section was not attached to the returned unit. The core wire and shaft coil were examined. The shaft coil was damaged ( kinked & stretched) and the core wire was broken. Performance testing was not performed due to the condition the device was received. From the condition of the product it appears that the product had been under excessive manipulation. The device was intended to be used for treatment. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information was received indicating repeated use of the lasso to try to retrieve the stent resulted in the vessel perforation and the reported patient intracranial hemorrhage and patient death. Based on the information provided, it is most likely that the trevo retriever stent became dislodged from the device itself due to anatomical or procedural factors encountered during the procedure, and the repeated use of the lasso to try to retrieve the stent resulted in the vessel perforation and the reported patient intracranial hemorrhage and patient death. An assignable cause of procedural factors will be assigned to the reported retriever fractured/broken during use, un-retrieved device fragments, patient vessel perforation, patient intracranial hemorrhage, and patient death as this issue appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The device was intended to be used for treatment. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information was received indicating repeated use of the lasso to try to retrieve the stent resulted in the vessel perforation and the reported patient intracranial hemorrhage and patient death. Based on the information provided, it is most likely that the trevo retriever stent became dislodged from the device itself due to anatomical or procedural factors encountered during the procedure, and the repeated use of the lasso to try to retrieve the stent resulted in the vessel perforation and the reported patient intracranial hemorrhage and patient death. An assignable cause of procedural factors will be assigned to the reported retriever fractured/broken during use, un-retrieved device fragments, patient vessel perforation, patient intracranial hemorrhage, and patient death as this issue appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that a patient came with a stroke due to a thrombus in internal carotid artery, c1 segment and middle cerebral artery m1 right segment. Neurological assessment was national institutes of health stroke scale (nihss) of 15. Thrombectomy with the subject stent retriever was indicated with local anesthesia. During removal, the subject stent came off without resistance and remained in m1 vessel. Attempt to recover the stent with lasso failed and the ica siphon section was perforated. The patient suffered a major intracranial hypertension and sub arachnoid hemorrhage, was transferred to a neurotraumatic resuscitation unit, but passed away few hours post-procedure. No additional information is available at this time.